Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error. She cleared the alarm but the motor error alarm recurred; the insulin pump then prompted her to rewind but the motor error would recur after the fill tubing was completed and before the fill cannula process could begin. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was in the room while the customer underwent an MRI. The device alarmed motor position encoder error earlier today, which she was able to clear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind and e70 alarm was confirmed in the history file due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test and a21 error test due to motor error alarms. The insulin pump was received with normal operating currents and passed the self-test. No cosmetic damage noted during our physical inspection.